Manufacturer narrative:
Medical product: femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 7.5 extended offset. Catalog#: 00-7711-007-20 ; lot#: 64189689. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The lot number of the device was received. The device history records will be reviewed during investigation. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). Product not available.

Event description:
It was reported that the patient underwent an uncomplicated revision of the head and stem. The initial shell and liner were retained. Patient involvement- revision surgery.

Event description:
Investigation results are now available.

Manufacturer narrative:
Investigation results were made available. 1. Event description: it was reported that the patient sustained a fail resulting in a periprosthetic proximal femoral fracture. The patient then had the head and stem revised. Harm: s3 - bone fracture. Hazardous situation: patient's anatomy is exposed to excessive external forces postoperatively. 2. Review of received data: due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. Surgical report: medical records were provided and reviewed by a health care professional. Review of the available records identified that the initial implantation surgery ((B)(6) 2021) was completed with no complications. The patient then experienced a fall the following day. X-rays indicated a periprosthetic proximal femur fracture. The patient was revised where the fracture was reduced and the head and stem were replaced. 3. Product evaluation: no product was returned; therefore, visual and dimensional evaluation could not be performed. 4. Review of product documentation: device purpose: this device is intended for treatment. Product compatibility: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. DHR review: review of the device history records identified no deviations or anomalies during manufacturing. Ncr(s): no ncr with a potential correlation to the reported event was found. 5. Conclusion: it was reported that the patient sustained a fail resulting in a periprosthetic proximal femoral fracture. The patient then had the head and stem revised. Based on the investigation the reported event can be confirmed. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. It is unknown the extent that the patient fall and if the zimmer biomet device is related to the bone fracture. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4). The following report from zimmer inc. Is associated with this event: 0001822565-2021-03360-1.